Manufacturer narrative:
Investigation summary: six photos were received by our quality team for evaluation. From the photos received, leakage past the stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process there is a mechanism control to check the stopper leakage. As no samples were returned for further analysis, a root cause cannot be established.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe was leaking from stopper. The following information was provided by the initial reporter: customer found leakage from stopper blood and body fluid accumulated in syringe barrel. Because of this issue patient lost some amount of blood during the treatment.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe was leaking from stopper. The following information was provided by the initial reporter: customer found leakage from stopper blood and body fluid accumulated in syringe barrel. Because of this issue patient lost some amount of blood during the treatment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-aug-2022. H6: investigation summary: six photos and two representative samples were received by our quality team for evaluation. From the photos received, leakage past the stopper was observed. From the returned samples, no abnormalities were observed. The samples were subjected to leakage testing and passed the specification. As the returned samples passed the testing, a root cause could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found.